Event description:
The account alleges that the brakes will not hold on this bed.

Manufacturer narrative:
The on-site technician has not contacted hill-rom to indicate the final conclusion regarding this bed. The last message hill-rom received from the account stated that the account would need to look at all of the beds of like type before they can make a decision regarding the beds. The initial suggestion from technical support did not work and hill-rom suggested that they may need to replace the caster frame on the beds. No further updates have been received by hill-rom. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.